Event description:
We sent scope out and it came back ok. What we found was the connector from the ultrasound machine wasn't fitted tight. As per email: "we troubleshooted procedure, scope, etc. (B)(4) is coming on (B)(6) to do another inservice and see if we can isolate the issue, product or user error." Outcome of inservice as per email: "it was definitely a needle malfunction it needs to be returned" {on evaluation of the device it was noted that the needle was broken away from the luer lock, it was confirmed that this occurred during use of the device}. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The actual lot number of the echo device involved in this complaint was not provided. As a confirmed lot number was not provided, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. A 1 x echo-hd-22-c was returned for evaluation. It was returned not in its original packaging and was open on receipt. It was returned with label marked with the following lot # c729350. There is possibility that this is the correct lot number however this lot number has not been confirmed. There was no echo device of lot c729350 in stock at the time of the investigation. The complaint info stated that user of the device had the following issue: "would not attach. We sent scope out and it came back ok. What we found was the connector from the ultrasound machine wasn't fitted tight. (B)(4) is coming on (B)(6) to do another in-service and see if we can isolate the issue, product or user error." On evaluation of the returned device, the luer lock of the needle assembly was not returned attached to the needle. A syringe was also returned. The stylet with its cap attached was returned outside the device. The needle was returned also outside of the device and it did not have the luer lock assembly attached to one end. The luer lock was not returned. The needle part returned was intact apart from being broken away from the luer lock. It was confirmed that this breakage occurred during the procedure. Glue residues were evident on the threads of the device. No manufacturing defect was confirmed. The engineer confirmed that the male luer part of the device that connects to the scope was not damaged. The customer complaint could not be confirmed as the male luer that connects to the scope was not damaged. From the info provided, the following was the outcome of in-service to the scope as per email: it was definitely a needle malfunction it needs to be returned." From the info provided one biopsy was obtained with the use of this needle. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-hd-22-c could not be carried out as the confirmed lot number was not provided. A review of the mfg records for echo-hd-22-c of possible lot c729350 did not reveal any discrepancies that could have contributed to this issue. A (B)(4) review of the complaints history for the echo-hd-22-c devices revealed no other complaint for issues relating to "needle breakage at the luer lock". This therefore represents an isolated occurrence for this rpn over this timeframe. No corrective action is warranted at this time. A section of the device did not remain inside the pt's body. The pt did not require any additional procedure due to this occurrence. The pt did not experience any adverse effects due to this occurrence. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.